Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead impedance measurements above 3000 ohms. In addition, premature battery depletion was noted due to an increase in power consumption. The patient experienced syncope likely due to myopotential oversensing and pacing inhibition above 2 seconds. Technical services (ts) was consulted and a signal artifact monitor (sam) due to atrial driven rhythms was noted. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead impedance measurements above 3000 ohms. In addition, premature battery depletion was noted due to an increase in power consumption. The patient experienced syncope likely due to myopotential oversensing and pacing inhibition above 2 seconds. Technical services (ts) was consulted and a signal artifact monitor (sam) due to atrial driven rhythms was noted. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.